Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: manufacturer's analysis confirmed the customer comment that the touchpen was unresponsive and the programmer would beep. The issue was attributed to a printed circuit board being out of specification electrically, and therefore, the board was replaced. Also, the programmer's hard drive was reconfigured and loaded with updated software. It was also indicated that the system fan was noisy and therefore was replaced. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer made three beeps while booting. Also, after booting the touchpen was unresponsive. The programmer was returned for repair. No patient complications have been reported as a result of this event. On (B)(6) 2016: the programmer tested out of specification during manufacturer's analysis.